Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. Concomitant product: sesr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately five months after ipg replacement.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.